Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that distal tip detachment occurred requiring additional intervention. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriosclerosis obliterans of the left lower limb. A 300cm, 8cm v-18 control wire guidewire was advanced for treatment. However, upon insertion, the tip was fractured at the hydrophilic coating. The fractured piece was removed with non-bsc forceps, and the procedure was continued with another 300cm, 8cm v-18 control wire guidewire but the tip was also fractured after inserting inside the non-bsc balloon. The guidewire was removed with the balloon, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 initial reporter phone: (B)(6). H6 - impact code: updated.

Event description:
It was reported that distal tip detachment occurred requiring additional intervention. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriosclerosis obliterans of the left lower limb. A 300cm, 8cm v-18 control wire guidewire was advanced for treatment. However, upon insertion, the tip was fractured at the hydrophilic coating. The fractured piece was removed with non-bsc forceps, and the procedure was continued with another 300cm, 8cm v-18 control wire guidewire but the tip was also fractured after inserting inside the non-bsc balloon. The guidewire was removed with the balloon, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure. It was further reported that the stenosed target lesion was 70%, located in a moderately tortuous and moderately calcified arteriosclerosis obliterans of the left lower limb. The first guidewire was fractured at the hydrophilic coating, and the second guidewire was fractured after inserting inside the non-boston scientific balloon and was removed with the balloon.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was returned for the analysis, and it was observed that the guidewire was bent at the distal tip section. It was observed that the polymer jacket was detached. No more damages or issues were observed on the device. Under the microscope it was observed that the guidewire was bent at the distal tip section. It was observed that the polymer jacket was detached. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that distal tip detachment occurred requiring additional intervention. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriosclerosis obliterans of the left lower limb. A 300cm, 8cm v-18 control wire guidewire was advanced for treatment. However, upon insertion, the tip was fractured at the hydrophilic coating. The fractured piece was removed with non-bsc forceps, and the procedure was continued with another 300cm, 8cm v-18 control wire guidewire but the tip was also fractured after inserting inside the non-bsc balloon. The guidewire was removed with the balloon, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure. It was further reported that the stenosed target lesion was 70%, located in a moderately tortuous and moderately calcified arteriosclerosis obliterans of the left lower limb. The first guidewire was fractured at the hydrophilic coating, and the second guidewire was fractured after inserting inside the non-boston scientific balloon and was removed with the balloon.